Event description:
Title: defective bilap probe. The procedure was laparoscopic roux-en y gastric bypsss. The surgeon planned to dissect the stomach at the angle of his, the point where the distal esophagus meets with the stomach and a common point of entry of endoscopic surgery. The everest medical bilap bipolar probe was going to be used to perform the procedure. This probe did not work at all. There was no current flowing from the active electrosurgical element, the probe. In order to perform the procedure, the device had to be replaced with another everest medical bilap bipolar probe. The reporter does not know if the device was examined and tested in a preventive maintenance program before it was used. The label and instructions describe the device as providing controlled cutting and coagulation necessary for precise tissue excision during endoscopic surgical procedures. The manufacturer's instructions described two ways the device can be used. One involves the use of the monopolar outputs with bipolar endoscopic cutting instruments. The second involves using a computer controlled electrosurgical generator with a macrosurgical bipolar setting. The surgeon was using the monopolar outputs with bipolar endoscopic cutting instruments, which is one described use for this device. There are only two incidents the reporter is aware of involving this type of device failure which are this report and report #14 for this facility. There were no unusual circumstances or activities surrounding the use of this device. User error or lack of knowledge on the part of the surgeon are not believed to have contributed to this event. The surgeon tells the reporter that he has done some 400 of these procedures over the past year without similar problems. The surgeon indicated the device is safer than other deviecs of this type for this procedure with decreased lateral thermal injury compared to other surgical devices. This device is disposable. The manufacturer's representative was contacted to replace this device.